Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified, but I can be presumed that it was because the user was misusing the device. The event can be detected/prevented by following from the instructions for use: instructions ultrasonic gastrovideoscope olympus gf type ue160-al5 chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment chapter 9 storage and disposal olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service demonstration, it was noted that the gastrovideoscope was being improperly reprocessed. The ess reported that the customer staff was not using air/water channel cleaning adapter routinely. There was no associated patient infection or impact associated with the reported event.

Manufacturer narrative:
The endoscopy support specialist (ess) provided reprocessing training regarding the precleaning steps. While at the facility, the ess demonstrated proper use of the air/water channel cleaning adapter and explained its function and how it relates to the validated reprocessing steps and emphasized to staff and supervisors the importance of using the adapter as instructed. The ess also consulted with the operating room staff to devise a plan to routinely use the adapter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.